Manufacturer narrative:
It was reported that the connection cable for disposables was defective and did not show any values. It was later corrected that in fact the venous probe cable was affected, which caused the venous probe to not read any values. This failure "venous probe cable not reading values" is considered to be non-reportable in contrast to the originally reported failure "connection cable for disposables does not read values". According to the customer the cable had no visible damage on the outside. The failure occurred during priming. No service visit has been performed. The customer got sent a new venous probe cable. The log files of the reported cardiohelp device were not provided. No exact root cause could be identified. However, according to the risk analysis v24 following root causes can also lead to the reported failure: venous probe sends no or wrong svo2, hct and hb values. User decides medical treatment according to venous probe values. Sensor failure because of e.g.: - (partly) sensor failure. - light influences. - response time is too long. - breaking of optical fiber. Wrong temperature information: - defective / disturbed (emi) sensor measurement - environmental influences (atmospheric pressure, temperature, humidity, overvoltage) - response time is too long the venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter 2.2.5 "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter 5.1 "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. To monitor the patient temperature the venous temperature is measured by the venous probe. Further in case of a failing arterial/venous temperature sensor an external sensor can be connected (refer to IFU , chapter 5.3.3 "connecting external temperature sensors"). According to the IFU of the cardiohelp chapter 9 "messages", if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on 2023-11-28 for the period of 2014-01-01 to 2023-05-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The date on which the device was manufactured remains unknown. Based on the results the reported failure "venous probe cable not reading numbers" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4117.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that the connection cable for disposables was defective and does not show any values. No pressure issues were reported. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.